Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-50, serial number: (B)(6), batch/lot number: 7080624, model/catalog description: artisan lead 50 cm, unique identifier (UDI)#: (B)(4). Additional suspect medical device component involved in the event: model number/catalog number: sc-4318, batch/lot number: 37920469, model/catalog description: clik x anchor sterile kit, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient had developed an infection at the pocket site. The patient underwent a spinal cord stimulator (scs) explant procedure. The patient was doing well postoperatively. No further information has been obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-50, serial number: (B)(6), batch/lot number: 7080624, model/catalog description: artisan lead 50 cm, unique identifier (UDI)#: (B)(4). Additional suspect medical device component involved in the event: model number/catalog number: sc-4318, batch/lot number: 37920469, model/catalog description: clik x anchor sterile kit, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient had developed an infection at the pocket site. The patient underwent a spinal cord stimulator (scs) explant procedure. The patient was doing well postoperatively. No further information has been obtained. Additional information was received that the explanted devices were kept by the facility.